Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported pericardial effusion appears to be related to procedural condition. Pericardial effusion is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention, hospitalization, and surgical intervention were results of case specific circumstances as pericardiocentesis was performed as treatment and the patient was transferred to the thoracic surgery department and underwent open heart surgery. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and a prolapsed posterior. An xtw clip was inserted in a triclip steerable guide catheter (tsgc) and advanced into the left atrium (la). The clip came into contact with the tissue between the aorta and pulmonary artery. Pericardial effusion was observed and pericardiocentesis was performed as treatment. Mr remained a grade of 4. Patient was transferred to the thoracic surgery department and underwent open heart surgery. There was no clinically significant delay in the procedure.